Event description:
It was reported that several episodes of non-sustained oversensing due to oversensing were observed. Lead damage suspected. The physician decided to turn on the patient alert for nso episodes and to increase the vt and vf intervals. Patient condition was good. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up, another instance of non-sustained oversensing episodes due to noise on the ventricular channel were observed. The device was reprogrammed. Patient condition was good.